Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not sensing that the door was closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced and no issue was found with the door. A review of the event history log confirmed the reported issue. The reported condition was verified however no component could be determined for causality and therefore no pump device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.